Event description:
Event description boston scientific received information that this pacemaker reached eri in may 2006. Today, the patient presented to the emergency department with symptoms and a heart rate in the 30's. Evaluation of the pacing system revealed the device had declared eol, could not be fully interrogated, and displayed a factory parameters error message. During attempts to establish telemetry, the device stopped pacing. As the wand was removed, the pacing resumed. The device was explanted and replaced. The pacemaker will not be returned for analysis, as the physician gave the device to the patient.